Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be chronic low back pain and spinal pain. It was reported that in the past when the patient had MRI's, "most of the times the pump started on its own but one time they had to restart it." She noted this happened "a long time ago." No patient symptoms were reported. No other information was available. No further complications were reported.